Event description:
Anaphylatic reaction to elastic exercise bands used in physical therapy department. Dust from prior uses on therpists' clothing caused a severe anaphylatic reaction-acute respiratory distress in person with latex allergy. Bands are labeled "contains natural rubber products", and reporter had notified physical therapy of their allergy but a pt used product at a earlier session. Reporter asked risk management dept to report these bands. The bands have since been replaced with a latex free product but reporter is now denied service there.